Event description:
In 2005, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder endoprostheses. On an unk date, a type ii endoleak was revealed. Also, on an unk date, coil embolization of accessory vessels communicating with the aneurysmal sac took place. The endoleak persisted and aneurysm growth was reported. In 2009, the physician explanted the devices and converted to open surgical repair. The physician noted that there was no hygroma in the sac. The sac had thrombosed, and no fresh blood was noted in the sac. Please note: gore became aware on the day of the coil embolization procedure, therefore, the day is used as the date of event.

Manufacturer narrative:
Additional MFR narrative: a review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.